Event description:
The patient reported concerns with three pods from the same box. The first pod was applied to the hip/buttocks; however, the patient perceived that the pod was not functioning correctly and removed it shortly after application. No specific malfunction was identified, and the duration of wear is unknown. A second pod from the same box was applied to the hip/buttocks. During wear, the patient experienced an overnight increase in blood glucose to 22 mmol/l (396 mg/dl), accompanied by nausea and general malaise. The patient did not seek medical attention at that time. The patient subsequently applied a third pod, also on the hip/buttocks. Similar symptoms occurred, including persistent hyperglycemia and progressive gastrointestinal symptoms, leading the patient to seek hospital care. Upon evaluation, the patient reported nausea, vomiting, and diarrhea. A blood glucose measurement at the hospital was 10 mmol/l (180 mg/dl). Laboratory testing was negative for diabetic ketoacidosis. The patient received treatment with intravenous (IV) fluids, IV morphine, and IV zofran, and remained under observation for approximately nine hours. The patient was uncertain whether the symptoms were related to an intercurrent viral illness or hyperglycemia. The patient also reported experiencing a ¿mosquito bite¿like¿ bump at pod sites and stated a preference for wearing pods on the abdomen. This report pertains to the third pod involved in the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.